Event description:
It was reported that the ventilator had higher monitored vte. With a setting of 400 ml the monitored vte was 4000 ml. The reported problem was found during testing and the ventilator was not connected to a pt.